Event description:
It was reported that brown foreign matter was found on the bd venflon¿ IV cannula's cover before use. Alcohol was used to try and remove the spot, but it was unsuccessful. The following information was provided by the initial reporter: "while trying to open IV cannula we found brown color spot on the cover cannula. We tried to remove this color spot with by using alcohol and it was not possible."

Manufacturer narrative:
H.6. Investigation summary: the sample was analyzed for investigation. We observed the sample in the 128x magnification and could identify that the foreign matter resembled wooden particle. A similar complaint had come previously in 2017. The wooden particle has got embedded during molding of the product and has got molded along with the syringe during molding. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): the root cause of the wooden particle getting molded was found to be the coming from the wooden pallets that are used for loading and unloading of the raw material during transportation. The resin that is used to produce the syringe mold transported in the sacks. The pallets are made of wood and if there are wooden flakes coming out of the pallets they can penetrate the sacks and get mixed with the resin. As the resin are directly emptied into the hopper at creates the syringe mold these wooden flakes get embedded too into the syringe. After the investigation and arriving at the rca, the team has taken the following actions to prevent this from reoccurring. We have covered the wooden pallets with a sleeve sheet and also an additional layer of plywood to prevent further penetration of wooden flakes in the resin bag. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found on the bd venflon¿ IV cannula's cover before use. Alcohol was used to try and remove the spot, but it was unsuccessful. The following information was provided by the initial reporter: "while trying to open IV cannula we found brown color spot on the cover cannula. We tried to remove this color spot with by using alcohol and it was not possible."